Event description:
The complainant alleged that while attempting a defbrillation 100 joule self test during a routine shift check by a clinician, the device displayed error message code "cannot charge" on the monitor screen. The customer then used another set of paddles in the device and the problem could not be duplicated. The original paddles were installed back into the device and the problem occurred again. The complainant indicated that there was no pt involvement in the reported failure.